Event description:
This complaint is now reportable based on the analysis completed on 06/11/2008. It was reported that during a percutaneous coronary intervention procedure, the 15/2.0 mm maverick2 monorail balloon would not inflate. The balloon was successfully removed and another of the same device was used with no pt complications. However, returned product analysis revealed that the balloon exhibited a pinhole leak over the distal edge of the proximal markerband.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. A visual examination of the returned device found that there was a large build up of solidified blood present inside the inflation lumen and balloon. A severe kink was noted in the distal subassembly extrusion approx 6 cm distal to the port. This kink is consistent with excessive force having been applied to the device. An examination of the balloon found no tears present in the balloon material. The device was attached to an encore inflation unit, however all initial attempts to inflate the balloon failed. The restrictions experienced during these attempts to inflate the balloon is consistent with the solidified blood present inside the inflation lumen. As a result, the device was immersed into hot water and during the next attempt to inflate the balloon, it was noted that liquid entered the balloon and the balloon started to inflate when a pinhole leak was noted over the distal edge of the proximal markerband. A detailed microscopic examination of the balloon material and markerband could not identify any anomalies that could potentially have contributed to the complaint incident. As a result of the pinhole leak, the balloon could not maintain pressure after it was inflated. A review of the mfg documentation for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. Based upon this analysis, the most probable root cause of this complaint can be attributed to operational context.